Event description:
Healthcare professional reported deflation. This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening on patch/shell bond edge side assessed, as unidentified (tear) opening shell thickness within specification. Additional observations: no other observations observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, deflation. This record is for the left side. Device was explanted.